Event description:
Boston scientific received information that this pacemaker, at the last follow-up, displayed a battery status of two years remaining. Now one year later, this pacemaker displayed a battery status of end of life (eol). This patient is pacemaker dependent, and the pacemaker was in safety mode. The decision was made to explant this pacemaker. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Manufacturer narrative:
This pacemaker will be returned to boston scientific . At this time there is no additional information. Should additional information become available this report will be updated.